Manufacturer narrative:
Nova biomedical received the blood glucose meter. After visual and electrical meter testing, it has been confirmed the meter did switch units of measure from mmol/dl to mg/dl.

Event description:
It was reported to nova biomedical, that a consumer's blood glucose meter switched units of measure from mmol/dl to mg/dl. The meter in question was returned for eval.